Event description:
It was reported that the pt underwent a urodynamic measurement procedure as part of a clinical study in 2004. Post operatively the pt experienced painful, burning urination with a urinary tract infection. The pt was treated with an antibacterial agent and the symptoms resolved 8 days later.